Event description:
The report from the affiliate indicated that five (5) days after the index procedure the pt was discharged from the hospital. The pt received two (2) cypher stents during the index procedure. While pt was outside, pt fell down suddenly. Pt was rushed to a different hospital emergently where pt expired. No intervention or autopsy was done. This is being reported as a sub acute thrombosis (sat)/death because the possibility of thrombosis. The physician's comments regarding the possible cause of the sat were the following: the first (1st cypher 3.5/18 mm stent implanted in the left main trunk (lmt)/proximal circumflex lesion was sticking out into the proximal left anterior descending (lad) so that during inflation of the second (2nd) cypher 3.5/23 mm stent, the proximal strut of the cypher 3.5/18 mm stent interrupted the ostium of the proximal circumflex. There was a 75% stenosis distal to the 2nd cypher 3.5/23 mm stent implanted at the lmt/proximal circumflex. Note that this procedure was five (5) months prior to the pt's index procedure for the cypher stent implantation. During this procedure, the target lesion was the proximal circumflex. The target lesion was reported to be a 90% stenosis. Rotablator was done. An express 3.5/20 bare metal stent (bms) was deployed at the target lesion from the lmt to the proximal circumflex. A kissing balloon technique was done at the lmt/lad and to the lmt/lcx (left circumflex). Coronary angiography done during the follow-up period five (5) months later demonstrated restenosis at the lcx. The pt was not symptomatic.